Manufacturer narrative:
A randomized optical coherence tomography study comparing resolute integrity to biomatrix drug-eluting stent on the degree of early stent healing and late lumen loss. Doi: 10.1161/circinterventions.117.006034. If information is provided in the future, a supplemental report will be issued.

Event description:
This journal was comparing resolute integrity to biomatrix drug-eluting stent on the degree of early stent healing and late lumen loss. Sixty patients with multivessel disease were prospectively enrolled to receive both study stents, which were randomly assigned to 2 individual vessels. Resolute integrity were implanted in the lad, lcx and rca. Lesions characteristics included moderate to severe tortuosity and thrombus. Optical coherence tomography was performed at baseline at 2 to 6 months, and at 9 months in all patients. Characteristics at index pci procedure after final stent optimization included stent malposition and micro-thrombus. Resolute integrity zotarolimus-eluting stent showed significantly better strut coverage. One patient developed non¿st-segment¿elevation myocardial infarction within 9 months with significant in-stent restenosis in both study stents and was treated accordingly. Another patient had clinical restenosis in the ri stent during the 24-month clinical follow-up period. Two patients had nonfatal bleeding.